Manufacturer narrative:
(B)(4). Method: the complaint device was not available for return to fisher & paykel healthcare (f&p) for evaluation. F&p have requested further information regarding the reported event, however limited information was provided. Our investigation is based on the information provided by the hospital and our knowledge of the product. Results: the hospital reported that the rt219 adult bi-level/CPAP breathing circuit disconnected from the respironics af541 non-invasive ventilation (niv) mask. The hospital noted that it is possible that the tubing of the rt219 breathing circuit was accidentally pulled or subjected to tension. It was further reported that the ventilator generated an alarm, alerting the clinician. The clinician then incorrectly reconnected the niv mask to the exhalation port instead of the exhalation port adaptor. The patient became bradycardic and was intubated for mechanical ventilation. The patient was declared deceased several days after the reported event, however there is no indication from the healthcare facility of any causal relationship between the patient death and the reported event. The hospital confirmed the medical cause death as covid-19 coronavirus. Conclusion: without the return of the subject device, we are unable to determine the cause of the disconnection, however it is possible disconnection occurred due to being subjected to tension. The reported misconnection of the exhalation port to the niv mask was as a result of user error. Furthermore, there was no reported damage or malfunction with the rt219 adult bi-level/CPAP breathing circuit. The hospital has since provided further communication to staff regarding the correct set-up of niv masks to the exhalation port of the rt219 adult bi-level/CPAP breathing circuit. All rt219 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt219 bi-level/CPAP breathing circuit include a pictorial showing the instructions to connect the circuit and exhalation port correctly. It also includes the following: check all connections are tight before use do not block or seal the vent holes on the exhalation port. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Exhalation port must be used with a non-vented interface on a single limb system. Failure to comply may lead to patient inhaling excess carbon dioxide resulting in hypercapnia. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not stretch or milk the tubing.

Event description:
A healthcare facility in missouri reported via a fisher & paykel healthcare (f&p) field representative that the rt219 adult bi-level/CPAP breathing circuit disconnected from the niv mask. The clinician then incorrectly reconnected the niv mask to the exhalation port. The patient became bradycardic and was intubated for mechanical ventilation. The patient has since passed away, however there is no indication from the healthcare facility of any causal relationship between the patient death and the reported event.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information and the complaint device from the customer for further evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the rt219 adult bi-level/CPAP breathing circuit disconnected from the niv mask. The clinician then incorrectly reconnected the niv mask to the exhalation port. The patient became bradycardic and was intubated for mechanical ventilation. The patient has since passed away, however there is no indication from the healthcare facility of any causal relationship between the patient death and the reported event.